Event description:
During the procedure the tip of this device was defective. The device failed to advance over the wire. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.